Event description:
Patient with history of hypertension, and recent chest pain post coronary artery bypass graft was admitted for a cardiac catheterization. When the cordis vista brite tip 6f lcb 100cm vascular guide-catheter was removed from packaging, the tip was damaged. The cordis vascular guide-catheter was not used on the patient.